Event description:
Procedure type: unk. According to the reporter: the balloon detached during the case but not into the cavity. Used another device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30mins. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B) (4).